Manufacturer narrative:
The insulin pump was received with unresponsive act and down arrow buttons due to flattened button dome switches. No unlock on j2 lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. No audio beep anomaly or constant tone alarm anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of unexpected restart alarm, audio beep anomaly and button error. The customer's blood glucose reading was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the buttons do not respond. The insulin pump was returned for analysis.